Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned main switch. The burned switch was noticed during machine repair. A patient was connected to the machine at the time of the incident, but there was no harm to any patients or individuals because of this malfunction. The main switch was replaced and inspected the fuses, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. The investigation into the cause of the reported problem was traced to component failure due to an electrical problem.